Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented 2 weeks after implant for regular check up in mid (B)(6). It was noted that the lead exhibited poor sensing and loss of capture. X-ray was performed and determined that the lead had moved slightly from the initial position at the apical position to mid septal position. Revision procedure was advised but the physician elected to wait for unspecified reason. The lead revision occurred a month after the anomaly was discovered on (B)(6) 2018. Due to the wait, the lead had accumulated blood and tissue around the tip causing difficulty in retracting and extending the lead helix. The physician elected to use the same lead and was advised to use a guidewire to reposition the lead. Repositioning was attempted while the lead suture was in place making it difficult to move the lead. The company representative noted that there was blood present in the lumen of the lead and advised that the lead may be damaged. The physician opted to use the same lead and attempted to fix it with a repair kit. The physician was unable to achieve satisfactory measurements or lead position and decided to replace the lead. The lead was cut and extracted. Further examination of the lead noted that the lead was quite damaged due to extensive maneuvering of the lead. The terminal pin and lead coil were damaged from rotation of the helix making it difficult to fully insert the guidewire for repositioning and lead impedance was lower than the normal limit. The procedure was completed successfully and the patient was seen the next day in good condition.

Manufacturer narrative:
Final analysis found the lead was returned in two pieces. The connector pin portion measured 7.1 cm and the distal portion measured 45.4 cm. Electrical testing did not find any indication of conductor fracture. The report of loss of capture and undersensing were not confirmed. The lead inner coil was found to be over torqued and the outer insulation of the connector portion was found to be cut. The damages found were consistent with procedural damage. The lead was otherwise normal.